Manufacturer narrative:
Medsun 3500a - uf/importer report # (B)(4). User facility medsun report. Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications was performed. A returned device analysis was performed. The device was returned in a used but damaged condition with the hub separated from the dilator. Marks were noted on the flare but it is unknown if the marks occurred during use or manufacturing. The flare was found to be out of round and measured 0.303" to 0.311" in diameter. The device was inspected for glue, but no glue could be visualized. The outer diameter of the dilator shaft and the distal hole of the proximal fitting both measured within specification. The flare cannot be confirmed out of specification as distortion of the flare may have occurred during the hub separation. Glue could not be visualized in the hub of the returned device. Without the presence of glue, it is possible that the top fitting of the hub could have loosened during handling. The top fitting acts to hold the flare in the seat of the bottom fitting. If the top fitting was unscrewed at all, then the flare would not be held as tightly against the seat by the top fitting. This could contribute to the dilator tube separating from the hub during removal of the dilator. The device history record was reviewed and noted there were no non-conformances related to this device lot number. A review of complaint history revealed this complaint is the only complaint associated with lot number 7470129. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, ¿upon removal from package, inspect the product to ensure no damage has occurred. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight."¿ the qc specification and manufacturing instructions were reviewed and the device was found to be out of specification as glue was not visible inside the hub of the device. The root cause of this complaint is related to operator error related to the manufacturing process. Based on the investigation/evaluation and review of quality records this has been determined to be an isolated occurrence. Retraining of the appropriate personnel has been performed. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during placement of vena cava filter procedure involving a male patient, the check-flo extra large introducer was used. The hub separated upon removal of the dilator. The physician removed wire using an unspecified device with no harm to the patient. There was no unintended part of the device remaining inside the patient¿s body. No additional procedures were required due to this occurrence. As reported, there were no additional adverse effects to the patient. Additional event and device information has been requested from the user facility.